Manufacturer narrative:
(B)(4).

Event description:
This procedure was performed in (B)(6). After a successful radiofrequency ablation (rfa) procedure, it was found that the patient had developed endothermal heat induced thrombosis (ehit). It was reported that the blood clot was unstable in a deep vein, so, an inferior vena cava (ivc) filter was placed. Anticoagulant was used and the clot became smaller after 3 days of placement. It was reported that the patient is doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.